Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged burns are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On 02-jul-2019, the device was tested per quality control procedure by kci field service and the unit passed quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On 18-oct-2019, the device was tested per quality control procedure by kci quality engineering and passed quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged burns are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. It is unknown if or what medical or surgical intervention was performed. No additional information is available. Device labeling, available in print and online, states: v.a.c.® therapy may be used in the care of patients with acute traumatic wounds, including partial thickness burns and orthopedic wounds.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient: the patient alleged he has five burns on the bottom of his left foot allegedly due to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. No additional information is available. On (B)(6) 2019, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was working properly and declined a device exchange. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.